Event description:
The manufacturer received information alleging a ventilator service required alarm condition occurred. There was no harm or injury reported. The device was returned to the manufacturer and the complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.